Manufacturer narrative:
Abnormal aspiration errors are seen on the alarm trace. Qc recovery for the affected assays is within -2sd. Based on the available data, a general reagent issue could be excluded. Based on the data provided a clear root cause could not be identified. A general instrument or reagent problem could not be identified.

Manufacturer narrative:
The field service engineer could not determine a cause. The entire flow path of a measuring cell was cleaned. The sipper nozzles were adjusted. A probe connection was checked. Pinch tubing was replaced. Syringe packing was replaced. The magnet adjustment was checked and it was good. Controls were tested and were within range. Precision studies were performed and all results were acceptable. (B)(4).

Event description:
The initial reporter stated they received complaints from doctors on test results from an unspecified number of patient samples tested on the cobas 8000 e 801 module. The initial values from the samples were reported outside of the laboratory and the samples were repeated on (B)(6) 2020. Of the repeated samples, 47 had discrepant test results. The repeat results were believed to be correct. The following assays were affected: the elecsys vitamin b12 immunoassay, the elecsys ca 15-3 ii assay, the elecsys ca 125 ii assay, elecsys cortisol ii, elecsys ft3 iii, the elecsys ft4 ii assay, the elecsys tsh assay, elecsys ferritin, the elecsys prolactin assay, the elecsys total psa immunoassay, and the elecsys rubella igg immunoassay. Refer to the attachment for all patient data. The vitamin b12 reagent lot number was 371760. The reagent expiration date was requested, but not provided. The ca (B)(4) reagent lot number was 409487, with an expiration date of 30-sep-2020. The ca (B)(4) reagent lot number was 349510. The reagent expiration date was requested, but not provided. The cortisol reagent lot number was 411622. The reagent expiration date was requested, but not provided. The ft3 reagent lot number was 404623. The reagent expiration date was requested, but not provided. The ft4 reagent lot number was 429176. The reagent expiration date was requested, but not provided. The tsh reagent lot number was 440688. The reagent expiration date was requested, but not provided. The ferritin reagent lot number was 4111970. The reagent expiration date was requested, but not provided. The prolactin reagent lot number was 379944. The reagent expiration date was requested, but not provided. The total psa reagent lot number was 409520. The reagent expiration date was requested, but not provided. The rubella igg reagent lot number was 40356300, with an expiration date of 31-mar-2020.